Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter full facility name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ICU nurse needs support troubleshooting an alert 113 (reduced water temperature control) in an arctic sun device. The patient temperature (pt) was 33.6c, targeted temperature (tt) was 36c, water temperature (wt) was 28.2°c, and flow rate (fr) was 2.6lpm. The water level indicator showed four illuminated bars, and the attending nurse confirmed that the reservoir had been recently filled. Therapy was stopped, the pads were drained, and 500 ml of fluid was removed from the right-side drainage port. When the device was placed in manual control mode and set to 40c for testing, the water temperature failed to rise above 27°c. A low internal flow alert was triggered during this process. Upon restarting the device in manual control mode, the diagnostics screen displayed the following readings, system hours at 5,858, pump hours at 4,972, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 100%, and a flow rate of 1.7lpm. However, the water temperature remained too cold. As a result, the device will need to be sent to biomed for further evaluation.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Water temperature (wt) was 28.2°c, and flow rate (fr) was 2.6lpm. The water level indicator showed four illuminated bars, and the attending nurse confirmed that the reservoir had been recently filled. Therapy was stopped, the pads were drained, and 500 ml of fluid was removed from the right-side drainage port. Upon restarting the device in manual control mode, the diagnostics screen displayed the following readings, system hours at 5,858, pump hours at 4,972, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 100%, and a flow rate of 1.7lpm. However, the water temperature remained too cold. As a result, the device will need to be sent to biomed for further evaluation. Transferred to nicu. Current staff unaware of event. Transferred to the biomed. Spoke with biomed who was unaware of any devices in the unit. Biomed took my information and would contact me or tech support if there was one. Follow ups complete. Additional information will be added to the record if and when additional information has been received. The serial number for this investigation is unknown. The latest labeling revision was reviewed. The instructions-for-use were found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Initial reporter full facility name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ICU nurse needs support troubleshooting an alert 113 (reduced water temperature control) in an arctic sun device. The patient temperature (pt) was 33.6c, targeted temperature (tt) was 36c, water temperature (wt) was 28.2°c, and flow rate (fr) was 2.6lpm. The water level indicator showed four illuminated bars, and the attending nurse confirmed that the reservoir had been recently filled. Therapy was stopped, the pads were drained, and 500 ml of fluid was removed from the right-side drainage port. When the device was placed in manual control mode and set to 40c for testing, the water temperature failed to rise above 27°c. A low internal flow alert was triggered during this process. Upon restarting the device in manual control mode, the diagnostics screen displayed the following readings, system hours at 5,858, pump hours at 4,972, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 100%, and a flow rate of 1.7lpm. However, the water temperature remained too cold. As a result, the device will need to be sent to biomed for further evaluation.